Manufacturer narrative:
Additional information: it was later reported that the lens was implanted on (B)(6) 2020. The patient experienced pupil block with elevated iop; an surgical pi was performed and the lens explanted on (B)(6) 2020. This explant resolved the problem. The cause of the event was reported as a patient related factor, "discrepancy white to white led to ordering and implanting a too large icl. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later clarified that the surgery/claim was actually for the patient's right eye (od) instead of the left eye (os). Previous information is still valid but just intended for right eye (od). Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os). The reporter indicated the surgeon may be doing an explant and exchange for this patient. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.